Event description:
Revascularization of the proximal to mid rca was performed due to 80% restenosis of a 2.75 x 33 mm cypher des implanted in 2005 at another facility. Per angiogram results, it appears that a stent fracture might have occurred, however ivus was not conducted therefore the stent fracture cannot be confirmed. The pt was treated using another 3.ox13mm cypher stent. There were no complications during the procedure.